Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis. Visual inspection found that the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer's reported problem. The investigation determined that the air detector does not work. The air detector needs to be replaced in order to fix the issue.

Event description:
It was reported that the air sensor interprets that there is air in the hose even though pre-filling has taken place. There was unknown patient involvement.